Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the extension leg was confirmed and the damage appeared to be associated with use of the device. One 4 fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. A non-vad injection cap was attached to the purple solo connector. What appeared to be blood residue was observed within the extension leg tubing and on the external surface of the catheter. The catheter tubing extended 4mm beyond the 45cm depth mark. A circumferential breach was observed in the extension leg tubing 2mm distal to the solo connector. The breach nearly transected the extension leg tubing. A 1mm section of the extension leg tubing was still intact at the damaged area. Impressions were observed in the tubing at the breach site and 2mm distal to the breach site. It appeared that the tubing was damaged by a clamping/compressive object. The extension leg tubing was within specification. No leaks or damage was reportedly observed at the time of placement. The patient returned to the facility 3 days after placement with the damaged extension leg. The patient reportedly denied the use of sharp instruments. Since damage occurred after placement, the leak appears to be associated with use of the device, but the exact mechanism of damage was unknown.

Event description:
It was reported that a device was inserted on monday january 14, and the patient returned january 17 with blood leaking from the site of fracture. The fracture allegedly occurred on the extension leg, just below the solo valve, and the patient denies use of sharp objects near PICC. PICC was removed.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn1462 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that a device was inserted on monday (B)(6), and the patient returned (B)(6) with blood leaking from the site of fracture. The fracture allegedly occurred on the extension leg, just below the solo valve, and the patient denies use of sharp objects near PICC. PICC was removed.